Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of the reported error code 133.6090 was confirmed through a log review; however, the error was not reproduced during laboratory testing. The returned pcu was powered on, in the ¿as received¿ condition. The suspect device successfully loaded the operating system without any errors or malfunctions; the reported code could not be reproduced. The suspect pcu was connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect device was powered on and off fifteen (15) times. In each instance, it loaded the operating system without any errors or malfunctions. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. The facility did not provide infusion details. A review of the pcu error log showed error code 133.6090 (main speaker failure) occurred from 10 march 2025 to 11 march 2025. On 10 march 2025, occurred once (1) at 1:56 pm. On 11 march 2025, occurred once (1) at 1:10 pm. A review of the battery log showed that the pcu was plugged into ac power and had completed a full charge before the error code occurred. Alaris¿ system technical service manual states that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The battery should be replaced every two years from the initial date of installation by qualified service personnel. The pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital-grade ac outlet and the battery charged for at least 16 hours. This procedure ensures proper battery operation when the pcu is first set up for patient use. Leave the power cord connected to a hospital-grade ac power source whenever available. The battery is intended as a backup system. The battery should be conditioned every 12 months by qualified service personnel. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: device was opened for investigation, please replace the battery. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had displayed error code 133.609. There was no patient involvement.